Event description:
The mother of the patient stated that the patient's infusion set tubing completely separated from the housing end near the site connection. The mother stated that the patient noticed that the tubing was "broke" in 2007. The mother stated that she changed the infusion tubing for the patient and no physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.